Manufacturer narrative:
This report is submitted on january 5, 2022.

Event description:
Per the clinic, the patient experienced an infection and an extrusion of the electrode lead into the external auditory canal (specific date not reported). Subsequently, the device was explanted on (B)(6) 2021. The patient was treated with IV antibiotics during the same surgery and post operation (duration not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 17, 2022.